Manufacturer narrative:
Unit received with critical pump error (open book image) after battery insertion. Critical pump error was able to clear using the back and down buttons and was followed by a pump error 53 due to software error. The history download was successful and the crest software did not have to be used. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched display window cover and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring. Customer stated insulin pump had cosmetic damage and the insulin pump may have been dropped or bumped. No harm requiring medical intervention was reported. The insulin pump returned for analysis.